Event description:
The facility reported an infusion pump that "turns on by itself". The nurse was preparing the pump for use and turned it off to leave the pt's room. When the nurse returned, the pump had turned back on by itself. The pump was not connected to the pt when this occurred. The hosp rep stated they have no record of any pt incident since the last baxter svc event.